Event description:
It was reported that following power-up the programmer screen went blank. The programmer power was attempted to be cycled however it would not power back on. The power cord and the power source were both changed but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that following power-up the programmer screen went blank. The programmer power was attempted to be cycled however it would not power back on. The power cord and the power source were both changed but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and therefore the power supply was replaced. Analysis also found that the system fan was noisy and it was replaced, and also noted that the system fan was only working intermittently and therefore the media processing unit was replaced. Analysis also found that the printer drawer was missing a paper guide, that the tabs on the power cord bay were broken and that the left keyboard hinge was broken. All affected parts were replaced. (B)(4).